Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that the patient presented again in clinic on (B)(6) 2021 for additional examination. The result of the examination was not available.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed the right ventricular lead exhibiting two distinct sensing events observed at 168 -176 milliseconds (ms). Upon investigation, it was noted that the primary signals and secondary signals had 2.5 mv or lower in amplitude which were not indicative of t waves. It was suspected that the lead may have been pulled back but the suspicion was not yet confirmed. Additional testing was recommended to verify the location of the lead. The patient had not followed up with the clinic at this time. There were no reported adverse consequences to the patient.